Manufacturer narrative:
The complainant was unable to provide the suspect device lot number and upn. Therefore, the lot expiration and device and manufacture dates are unknown. (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva laser fibers were opened for use for an unknown procedure performed on (B)(6) 2018. Reportedly, a lumenis pulse 30h console was used. According to the complainant, during the procedure, it was noted that the fiber's connector was getting hot. A second flexiva laser fiber was opened and the same issue occurred. The procedure was not completed as the facility had no backup equipment available. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant information become available, a supplemental report will be submitted.